Manufacturer narrative:
No button error alarm during testing. All buttons function properly. No damage noted on keypad traces. No vibrate anomaly noted. The keypad connector on the lcd was locked. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display screen has a black circle on it. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.